Event description:
Event was reported to (B)(4) by an attorney. The patient experienced chronic pelvic and vaginal pain as well as excruciating pain during intercourse, painful urinary retention, infection, urinary leakage, and psychological and emotional suffering. No further information has been provided.